Event description:
During the troubleshooting for a check patient line alarm, the home patient reported observing air in the tubing of a homechoice cassette. This event occurred during the initial drain of peritoneal dialysis therapy while the patient was connected. The home patient will start over again with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.